Event description:
Medtronic received information that prior to implant of a transcatheter bioprosthetic valve, trace mitral regurgitation was observed. During insertion of the non-medtronic guidewire (safari), the tendon chord in the posterior apex of the mitral valve was cut by guidewire resulting in moderate mitral regurgitation. No treatment was provided. No additional adverse patient effects were reported. Disclaimer statement: this report reflects info received by FDA in the form of a notification per 803.22 (b)(2).